Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted. Evaluation not completed yet.

Event description:
It was reported that the device created a large hole while meshing. No harm or delay were reported as it relates to this event. No adverse events were reported as it relates to this event. No additional information is available.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit was confirmed to not pass the mesh cut test and was out of calibration. The comb was replaced, and the device was calibrated replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.